Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2017 with the following findings: a review of the pump black box data indicated no evidence of short battery life; several cs 128-0088 alarms were observed on (B)(6) 2017, indicating partially discharged battery was inserted by the user. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. Current draws measured within specifications. The complaint of short battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.